Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set came off event on 12-may-2024. Infusion set was in use for one day. No further information available.